Event description:
It was reported that during an unknown procedure, this subject device did not trigger an alarm during use. Although the generator involved, it was confirmed that the issue was caused by the knife head and not related to the generator. The procedure was then completed with a competitor device which resulted in a procedural delay of more than 30 minutes while the patient was under sedation. There were no reports of adverse patient sequelae.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The likely cause of error codes u504 and u601 is due to the loose connection of the subject device and the generator. Error message u512 may occur if the tb is not immersed in water to the extent specified in the instruction manual. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.